Manufacturer narrative:
Updated field g2 report source (other).

Event description:
It was reported that the patient experienced undesired sensations due to intermittent stimulation when charging the deep brain stimulation (dbs) system. The database analysis performed identified a bluetooth fault code when charging the implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log. The ipg remains implanted in the patient and delivering therapy. It was initially reported on 29oct2024 that an ipg firmware update was performed proactively in an attempt to resolve the undesired sensations and intermittent stimulation while charging. This information was received before ble charging reset was confirmed through analysis of the ipg database. Confirmation of the ipg firmware update success has not yet been obtained despite multiple good faith efforts.

Event description:
It was reported that the patient experienced undesired sensations due to intermittent stimulation when charging the deep brain stimulation (dbs) system. The database analysis performed identified a bluetooth fault code when charging the implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log. The ipg remains implanted in the patient and delivering therapy.

Manufacturer narrative:
Additional pro code selection that applies to the indication of this device - nhl. A field safety notice (fsn 97178176-fa) was delivered to physicians in april 2024 communicating the potential for the vercise genus deep brain stimulation (dbs) implantable pulse generator (ipg) stimulation therapy to be transiently suspended during charging due to a device reset. The device reset behavior occurs in response to the detection of potential noise/interference during ipg charging. When the system resets, the patients programmed stimulation is suspended for approximately 10-15 seconds and then the device returns to normal operation once the reset is complete, including the delivery of stimulation therapy. In december 2023, a firmware update was implemented that will prevent this device reset behavior from occurring during ipg charging.

Event description:
It was reported that the patient experienced undesired sensations due to intermittent stimulation when charging the deep brain stimulation (dbs) system. The database analysis performed identified a bluetooth fault code when charging the implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log. The ipg remains implanted in the patient and delivering therapy. Additional information was received that the ipg firmware update was performed to resolve the bluetooth fault code error when charging the ipg. Confirmation of the firmware update success has not yet been obtained despite multiple good faith efforts. Additional information received indicated that the ipg firmware update performed has resolved the bluetooth fault code error when charging the ipg. The patient is able to successfully charge the ipg without interruption. No further action is needed.